Manufacturer narrative:
The product is currently on legal hold and cannot be analyzed by the reliability assurance laboratory. Upon completion of the analysis, the event will be updated. On april 5, 2007 boston scientific crm issued a physician communication regarding some low-voltage capacitors may be subject to degradation. These capacitors may cause accelerated battery depletion and may reduce the time between elective replacement indicator (eri) and end of life (eol) to less than three months. Device replacement indicators continue to function normally. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was at 2.68 volts, middle-of-life 1 after less than 1 year of service. It was reported that there have been no therapies delivered and lead measurements were within normal limits. Additional information was received that at the subsequent follow up 1 month later, the battery voltage was at 2.60 volts. A technical services (ts) consultant discussed that this device was included in a field advisory and recommended one month follow ups and consideration of adding this patient to the latitude remote monitoring system. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.

Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was at 2.68 volts, middle-of-life 1 after less than 1 year of service. It was reported that there have been no therapies delivered and lead measurements were within normal limits. Additional information was received that at the subsequent follow up 1 month later, the battery voltage was at 2.60 volts. A boston scientific technical services (ts) consultant discussed that this device was included in a field advisory and recommended one month follow ups and consideration of adding this patient to the latitude remote monitoring system.

Manufacturer narrative:
The product is currently on legal hold and cannot be analyzed by the reliability assurance laboratory. Upon completion of the analysis, the event will be updated. On april 5, 2007 boston scientific crm issued a physician communication regarding some low-voltage capacitors may be subject to degradation. These capacitors may cause accelerated battery depletion and may reduce the time between elective replacement indicator (eri) and end of life (eol) to less than three months. Device replacement indicators continue to function normally. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was at 2.68 volts, middle-of-life 1 after less than 1 year of service. It was reported that there have been no therapies delivered and lead measurements were within normal limits. Additional information was received that at the subsequent follow up 1 month later, the battery voltage was at 2.60 volts. A technical services (ts) consultant discussed that this device was included in a field advisory and recommended one month follow ups and consideration of adding this patient to the latitude remote monitoring system. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.